Event description:
It was reported that pt expired in 2009. No cause of death, or details around the event were known at the time of this report. The pt had undergone stage one (leads only) implant of the dbs system in 2008. Additional info has been requested, but was not available on the date of this report. See MFR report #2182207200900708.